Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00310. It was reported that one of the patient's leads migrated. As a result the patient lost effective therapy. The patient did not report any falls. Surgical intervention was undertaken where it was found that both leads migrated. Both leads were explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.